Event description:
User experiencing discrepant ast results for approximately 3 weeks. Only the following examples were provided: on (B)(6) 2007, initial result 14 u/l, same sample repeated twice gave results of 18 and 5 u/l. The initial result was reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.

Event description:
User experiencing discrepant ast results for approximately 3 weeks. Only the following examples were provided: on (B)(6) 2007 initial result 5 u/l, repeated 21 u/l. The initial result was reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.